Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, the pump battery gauge was fluctuating which resulted in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully power on and continue charging the pump using a different power adapter. Blood glucose was between 125-152 mg/dl. A replacement wall adapter was sent to the customer.